Event description:
It was reported that after pocket closure during the implant of this implantable cardioverter defibrillator (ICD), oversensing of extra signals was observed on the right ventricular (rv) lead. The physician re opened the pocket, suspecting air. The lead was tested through the pacing system analyzer (psa) and no abnormal measurements were obtained. The pocket was closed, however, signals were noted again. The physician opened the pocket a third time and re evaluated. After closing the pocket the third time, no signals were noted. The physician is planning to continue to monitor. No additional adverse patient effects were reported. At this time, this device system remains in service.